Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a depleted battery alarm. Despite being informed that a new battery had been installed that afternoon, the batteries were replaced with new ones. However, once the pump completed its self-tests, the battery depletion alarm sounded again. To stop the alarm, the batteries were removed and reinserted. The device was then powered off, and the line was clamped. The patient was redirected to their physician. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Product not returned; no evidence provided for review. Based on the review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.